Event description:
It was reported that while using 2 bd bbl¿ trypticase¿ soy agar deeps contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there was bacterial growth in the negative controls of bio-burden test sampling with bd tsa, sda media."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that while using 2 bd bbl¿ trypticase¿ soy agar deeps contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there was bacterial growth in the negative controls of bio-burden test sampling with bd tsa, sda media."

Manufacturer narrative:
H6: investigation summary material 221082 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1084426 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1084426 (10 tubes) were available for inspection. No defects were observed in 10/10 retention samples. No signs contamination was observed 10/10 retention tubes. For investigation, one retention tube was incubated at 33 to 37 degrees celsius, and one retention tube was incubated at 20 to 25 degrees celsius. Both tubes showed no signs of microbial growth at seven days of incubation. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.